Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the live image went black intermittently. This would result in no live image being displayed. There is no report of injury or death associated with this event. This is a reportable event.